Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device check, 2 aborted vf episodes were noted. Review of the electrograms showed noise on the lead. Possible lead replacement.